Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device serial number was not provided by the time of this report. Device manufacturing date is dependent on serial number, therefore, unavailable. Medtronic representative reported that the software was reinstalled, however, it did not resolve the issue. The system was not returned to manufacturer for analysis, therefore, no findings are possible. No further issues were reported.

Event description:
A medtronic representative reported that the navigation system's cranial software had an unexpected exit. This issue occurred three times within an hour. There was no patient present when this issue was identified.

Manufacturer narrative:
Initially, the logs were reviewed by engineering but were from 1/17, 1/20, and 1/21 instead of the date of the complaint and therefore provide no additional information; however, the behavior is consistent with the existing testtrack for unexpected exits/unresponsive systems. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.